Manufacturer narrative:
Year of event has been provided, month and day is unknown. The UDI information provided is for item (B)(4), but the reported item is the japan variant which is not marketed for sale in the us. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the product, the airway adapter was unable to be connected or retained to the disposable breathing circuit. No report of patient injury. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: h6: evaluation codes updated. Device evaluation: one sample was received. No issues were found during the visual inspection. During the functional testing, the device was found to meet manufacturing specifications. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.